Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.